Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). The following could not be completed with the limited information provided: initial reporter - name ni. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00298 / 00299). Remains implanted.

Event description:
During the procedure, the incorrect size of acetabular liner was implanted. A revision procedure has been indicated. However, no revision procedure has occurred to date.